Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache; nausea / vomiting; inflammatory response; kidney disease/toxicity; liver disease/toxicity; reduced cardiopulmonary reserve, fatigue, falling, shortness of breath. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.

Manufacturer narrative:
Device not returned to manufacturer.